Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. A confirmatory test was used to confirm the results. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "wrong identifications."

Manufacturer narrative:
H6: investigation summary: a failure for mis-identification of results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). Bd requested further information on the panel and batch information for the reagents in use, but this was not provided. Information about the exact strains and expected versus received results was also not provided. Upon follow-up, the customer reported that they believed the failure had occurred as a result of a mistake by a new lab associate. The root cause is therefore customer error. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to incorrect results. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na (B)(6)

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. A confirmatory test was used to confirm the results. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " wrong identifications"